Event description:
The fuse in the level/bubble module blew out causing the heart/lung machine to stop. When the module was checked a 200 ma fuse was discovered where a 315 ma fuse was supposed to be, according to the schematic. The 200 ma fuse was replaced with a 315 ma fuse, however the fuse has blown for the third time. Failures in 2003, 02/03, & 1/03.